Event description:
The stapler 30 curved tip misfired while stapling the bronchus on the patient. The blade remained exposed and was safely removed from the patient. It only fired about half of the tissue. A manual 45 stapler was used to finish firing across the left lower lobe bronchus. Leak test was done. These were the first firings on this device that is reusable. Operating room staff were on the 5th fire out of 50 when the issue occurred with the stapler. The green load was used for the thick tissue.